Event description:
It was reported that multiple, intermittent temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was 178 mg/dl. The customer reverted to manual injections for insulin therapy.